Manufacturer narrative:
No further information was made available from the customer. Neither the needles nor the system were returned for analysis. No investigation of the needles or system is warranted as the reported issue does not imply a failure of galil medical's products. This event represents a known inherent risk of a lung cryoablation procedure and is identified in the labeling as a potential adverse event.

Event description:
The clinical research coordinator at (B)(6), called galil medical on (B)(6) 2015 to notify the sponsor of a patient returning to the hospital for worsening pain and a delayed pneumothorax. No further information was available at the time of the call. The next day, (B)(6) 2015, the coordinator called back to inform gail that the subject had one tumor treated on study protocol performed on (B)(6) 2015 and discharged home after the procedure. A post-procedure x-ray was performed and not concerning for a pneumothorax. On (B)(6) 2015, subject returned to the hospital complaining of worsening chest pain and chest x-ray indicated a delayed pneumothorax. Subject was treated with insertion of a chest tube and admitted overnight for observation as it is standard for (B)(6) policy for treating with a chest tube.